Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states a catheter was placed on (B)(6) 2012. On (B)(6) 2013 a crack was found at the y junction of the catheter and the patient has bacteremia. The catheter was pulled and replaced. The patient is healing properly and is recovering with any issues. There is no additional information available.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.